Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experiencing the high blood glucose level. The customer¿s blood glucose level was 27 mmol/l. At the time of incidence. Customer did not want to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.